Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of an epicardial pacing lead, positioning was repeatedly adjusted to achieve good parameters due to a myocardial issue. Upon inspection, the lead insulation appeared to be broken. The cause of the insulation break was suspected to be the friction between the lead and the device during the re-positioning attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.